Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor, no delivery, unexpected restart test and self tests. No unexpected signal too low or unexpected restart error alarm noted. Device had cracked display window corner, scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that he had damaged 2 infusion sets. Customer was a paraplegic and had trouble seeing. Customer stated that he tried to insert the set and did not go in because it pulled away from the tape. Customer was advised that he had scar tissues. Customer's blood glucose was 511 mg/dl then 489 mg/dl. Found unexpected restart alarms and signal too low alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.